Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Checking the quality databases revealed no anomaly in connection with the described defect. Unfortunately no sample is available from the customer and we cannot go further than the documentary investigation which didn't reveal any anomaly recorded during production. Our rmf criq (risks n° to) identifies risks which are in the green area and considered acceptable. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. After receiving this complaint, we searched for other complaint and we didn't find other complaint on this lot.

Event description:
According to the available information, bleeding appearing in the urine. The catheter curls after placement. The patient had to be taken to the emergency to remove the catheter and insert a new one.

Manufacturer narrative:
This follow-up is created as the initial MDR was submitted incorrectly. This device is not FDA approved and was not used in the us.